Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was buzzing and had a blank display. Blood glucose level at the time of the incident was not provided. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. No blank display and no buzzing anomaly noted during test. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.